Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported disappearing image during an unspecified therapeutic procedure involving an olympus xenon light source. There was no patient injury reported.